Manufacturer narrative:
No blank display noted. Device received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had lines through the middle of the screen in horizontal position. The customer's blood glucose was unknown at the time of incident. The customer did undergo surgery and had taken off the insulin pump during that period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.